Event description:
New information received on jun 2, 2021 indicating that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited diagnostics issue where the diagnostics were invalid and no diagnostics at all were presented. An alert was also received without any episodes of the alert being present on the device.

Manufacturer narrative:
The reported event of bvvi following MRI was confirmed. The logs were reviewed and determined that the device entered por due to MRI settings not being enabled by the user prior to MRI.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI) for an unrelated issue. The implantable cardioverter defibrillator was not properly programmed for the MRI and the device went into backup vvi operations without high voltage therapy after the MRI. While attempting to reprogram the device, the patient began to experience restlessness, discomfort, breathlessness, and pulmonary edema and left the facility prior to successfully restoring the device. On (B)(6) 2021, the device was successfully restored from backup vvi operations. The patient was stabled afterwards.